Event description:
During a trial implant procedure for the evoke spinal cord stimulation (scs) system, the patient experienced a cerebrospinal fluid (csf) leak and the physician elected to abort the procedure. Following day, the patient was evaluated at the emergency department and a blood patch procedure was completed. The patient was discharged three (3) days later with all symptoms resolved.